Event description:
This pt had fibrocystic disease and underwent a mastectomy in 12/85. She had silicone gel implants placed in 3/86. The pt had an exchange of implants in 12/86 and she then had replacement with co's implants in 1988. Finally, in 6/90 she had another co's polyurethane implants placed. Due to the fact that there were multiple implants and it was impossible to obtain the sources rptr, made a choice to report this case to the FDA. The pt has had athralgia and multiple joint achiness and dysfunction. She particularly has trouble with her hands which become mottled and have numbness and tingling. A bilateral periprosthetic capsulectomy was performed with removal of the implants. The implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.